Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that after placement of an embolization coil in a gastroduodenal artery aneurysm to treat internal bleeding, the coil did not detach. During removal of the coil, the coil unexpectedly detached. Attempts to retrieve the coil with a snare were unsuccessful. The surgeon noticed "strands extending into the celiac artery and protruding into the aorta." The patient was treated with chemotherapeutic agents in the hepatic vasculature without further incident. There was no reported patient injury. The current patient's status is reported to be good.